Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that a (B)(6) patient had developed bruising and small blisters under the front therapy electrode. The patient's physician instructed the patient to use dexeryl cream for the irritation. Follow up indicated that the irritation is slowly getting better.